Event description:
Patient reported left side "rupture." Healthcare professional later reported "rupture confirmed via MRI". Patient later reported "severe pain and burning in breast for about two years". Healthcare professional later reported "rupture and removal of textured devices due to product concern". Device has been explanted.

Manufacturer narrative:
Correction to g.3 aware date in supplemental medwatch #1. The aware date should have been listed as 4/jun/2024. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ pain: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion and encapsulation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Additional report of severe pain and burning. The device remains implanted.

Event description:
Patient reported left side "rupture." Healthcare professional later reported "rupture confirmed via MRI". Patient later reported "severe pain and burning in breast for about two years". Healthcare professional later reported "rupture and removal of textured devices due to product concern". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional later reported rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.